Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has been having issues for a few weeks. The reps were first notified about the tilt the day they met with the patient last week. The cause of the charging issues has not been determined, but they are working with engineers to resolve the issue. The cause of the ins being tilted is unknown. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient continues to have problems with recharging their ins. The caller wanted to know if pairing affected by trying different rtm. Per caller, the ins is sitting laterally in pocket, but managing healthcare provider (hcp) thinks the issue is related to the external product, not the position of the ins. The caller will be trying a different rtm to eliminate that as a factor. No further information was reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient sometimes charged 4 times per day and the ins would occasionally deplete in 4-5 hours. They had recently been changed from hd settings to ld settings. The energy on the ld settings showed about 3.9 days for recharging and there was no information on the hd settings. The representative reported that the ins was tilted and the doctor noted that once you put some pressure on it the patient would receive excellent coupling. It was noted that coupling was not good on the days that the patient had to charge multiple times; it was also noted that there were recharge sessions that showed fair and good which were examples that the recharge antenna was likely in the wrong spot or that the angle of the device was too much to charge well. It took 5-10 minutes to connect the recharger and the patient saw a "device not found" message when attempting to recharge. The impedances were within range. No further complications reported.